Event description:
It was reported that approximately 6 months post vena cava filter implant, a scheduled filter retrieval was performed; fluoroscopy demonstrated a detached limb embedded in the ivc wall. A snare was used to successfully retrieve the filter and detached limb without incident. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.